Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). No programming changes were made and the lead remains in use. No patient complications have been reported as a result of this event.